Manufacturer narrative:
Approximate age of device - 5 years, 8 months. Additional information has been requested, but has not been received. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in clinic on (B)(6) 2018, after finding serosanganous fluid leaking from percutaneous lead (driveline) between the silicone coating and internal wires from an opening in the distal driveline. The driveline currently has rescue tape over most of external driveline from previous damage. There is a tear on the silicone coating was just above previous repair. No issues on interrogation seen. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection and tear on the distal end of the patient¿s percutaneous lead (driveline) could not be confirmed through this evaluation. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional was provided by the vad coordinator confirming that the fluid was not cultured. X-rays of the site showed no concern for fluid collection. Patient had no clinical symptoms and therefore no treatment/intervention was taken.